Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after promus stent was deployed, thrombosis was observed distal to the stent; however, there was no treatment. The patient was brought back to the cath lab that evening, where it was determined that the patient had developed additional thrombosis. A thrombectomy was performed. At this point "green material" was observed which was determined to be the same green material used on the non-abbott thrombectomy device. There was no other adverse patient sequela. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.